Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an intra-aortic balloon (iab) catheter therapy a leak was discovered. The patient was initially in a different facility and was then transferred into the customer site. There was no report of injury or harm to the patient.